Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defect was noted where: - bending section cover glue separated however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the following regarding device reprocessing is included in the device IFU: - chapter 6 compatible reprocessing methods and chemical agents - chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for <1 colony forming units (cfus) of unspecified revivable aerobic bacteria. During the second sampling, the scope tested positive for 5 cfus of pseudomonas aeruginosa. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for 2 colony forming units (cfus) of staphylococcus coagulase negative which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the steps taken during the pre-cleaning and manual cleaning process. Additionally, the customer did not provide the type of device used for the automated endoscope reprocessor (aer) treatment or the products used. The customer indicated that the scope is dried by blown filtered and compressed air and is stored in a storage drawer. The investigation is ongoing. A final report will be submitted upon completion of the investigation.